Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the affiliate that the ems instrument jammed. The staples would not fire and the surgeon had to manually dislodge the staples. Another instrument was used to complete the case. There was no consequence to the pt.